Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 12/22/2014 with the following findings: a review of the pump black box data indicated no evidence of excessive battery usage; however, evidence of a partially discharged battery installation was found that resulted in a low battery warning. During a visual inspection of the pump, the battery compartment was observed to be cracked. Current draws measured within specifications. The pump case was removed and no evidence of intermittent conditions was found.